Event description:
It was reported that during a lap cholecystectomy procedure the clips were not forming. The procedure was completed with another device. There was no patient consequence.

Manufacturer narrative:
Information anticipated , but unavailable at this time.